Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation a farastar pulsed field ablation generator was selected for use. It was reported that patient was already under general anesthesia when the console showed the error f-0x201: main post failure. Troubleshooting was performed, the system was restarted multiple times. Also was tried to restart from different power points and waited 10 minutes between restarts, but the console was unrecoverable even after troubleshooting steps. At this time no patient complications were reported. The procedure was cancelled due to error displayed. No further information was provided. Device return is not expected as the device will be repaired on site. This event is being reported for aborted/cancelled procedure with a patient under sedation.